Event description:
Healthcare professional reported unknown side "the capsule was inflamed when removed". Device has been explanted.

Manufacturer narrative:
The event of "inflammation/ irritation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: the capsule was inflamed when removed.